Event description:
It was reported that the patient underwent surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04391. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a transvaginal hysterectomy due to pelvic organ prolapse, rectocele, cystocele, and bladder incontinence. The patient experienced pain, infection, painful intercourse, incontinence, and scarring. It was reported that patient underwent mesh resection of pelvic mesh and repair of rectocele and cystocele on (B)(6) 2010.